Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra valve in aortic position by transcarotid approach. The 14f esheath plus was placed into the carotid with the distal part in the ascending aorta. During the insertion of the 26mm commander delivery system, high resistance was felt, and the system could not be pushed and the 26mm sapien 3 ultra valve was stuck in the sheath. It was noted that the valve was stuck even before delivery system entered the carotid, with blood coming out the expandable part of the sheath. The patient had blood loss (approc. 500 ml) and a blood transfusion was required. It was decided to remove the entire system (delivery system, sheath and valve). Once the devices were removed from the patient, a hole in the expandable part of the esheath was observed, where a valve strut might have perforated. A second 26mm sapien 3 ultra valve was implanted successfully and the patient had no consequences despite the blood loss.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Manufacturer narrative:
The device was returned for evaluation. As per preliminary evaluation of the returned device, the sheath shaft was not puncture but a 0.5 cm torn in the liner was observed at 10cm from the strain relief. Investigation is underway.

Event description:
Additional information: the device was returned for evaluation. As per preliminary evaluation of the returned device, the sheath shaft was not puncture but a 0.5 cm torn in the liner was observed at 10cm from the strain relief.

Manufacturer narrative:
A supplemental MDR is being submitted due to the further evaluation of the returned device. Sections: b5, g3, g6, h2, h6 device code have been updated. As per further evaluation of the returned device, the sheath shaft was puncture 10,5 cm from strain relief and a 0.5 cm torn in the liner was observed at 10cm from the strain relief. Investigation is underway.

Event description:
Additional information: as per further evaluation of the returned device, the sheath shaft was puncture 10,5 cm from strain relief and a 0.5 cm torn in the liner was observed at 10cm from the strain relief.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner was partially expanded 21cm in length from strain relief. Remaining liner unexpanded. Tip was unopened. Sheath shaft kinked at 3cm from strain relief. Liner torn 0.5cm in length at 10cm from strain relief. Sheath shaft punctured at 10.5cm from strain relief. Scratches observed along sheath shaft hdpe. Due to the nature of the returned condition of the esheath+ (device was unable to be fully decontaminated), no functional testing was able be performed. Due to the nature of the complaint event, no dimensional testing was performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported resistance was confirmed based on evaluation the returned device. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (steep insertion angle) likely contributed to the event. Per evaluation of the device, there was a kink in the sheath shaft, and scratches along the hdpe. In addition, provided information indicated that an incorrect angle was used to insert the delivery system into the sheath. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Furthermore, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Also, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non coaxial advancement of the delivery system through the sheath may lead to resistance. The reported liner tear and puncture were confirmed based on evaluation of the returned device. Available information suggests procedural factors (steep insertion angle, device manipulation) likely contributed to the event as provided information indicated that an incorrect angle was used to insert the delivery system into the sheath and the system could not be pushed forward into the esheath plus with the valve stuck. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.